Event description:
It was reported that a physician was having issues with the (B)(6) handheld device. The wand would not interrogate the company rep's demonstration products. The wand battery was checked and the power light stayed illuminated for more than 25 seconds. The handheld would work fine when the company rep's wand was used. The company rep stated the serial adapter cable appeared to be damaged (cut or split); however, several people use the programming system so there is a lot of wear. There were no reports of any user mishandling. A replacement programming system was sent to the physician and the programming system in question was returned to the MFR for analysis. Analysis in the product analysis lab concluded that no performance or any other type of adverse condition was found with the programming wand. An analysis of the serial cable for the (B)(6) handheld identified 2 broken wire connections in (B)(6) connector plug assembly. Once the wires were soldered onto (B)(6) connector plug pcb, the serial cable was able to establish communication between the (B)(6) and wand. Although a root cause for the wire breaks are unk, the most likely cause is associated with mishandling of the serial cable. There was no visible damage to the cable (cut or split). No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.